Event description:
Reportedly, a pocket infection is suspected with evolution into superficial scar infection under systemic infection.

Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Talentia dr 3540 (sn: (B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 13-january-2025. Use before date: 13-july-2027. Sterilization lot: s0723 - 3811, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.